Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level. Customer's blood glucose was 2.1 mmol/l. Customer's current blood glucose was 10.4 mmol/l. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated with food. Troubleshooting was done for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose. The insulin pump will not be returned for analysis.